Event description:
As reported by our affiliates in japan, approximately 2 years and 10 months post implant of a 23 mm sapien 3 valve via transfemoral approach, the patient complained of shortness of breath (sob). Per transthoracic echocardiography (tte), it was confirmed that the aortic valve area (ava) was 0.6 cm2 and the maximum aortic jet velocity (vmax) was 4.3 m/s. Therefore, the sapien 3 valve was explanted and a surgical aortic valve replacement (savr) was performed in combination with coronary artery bypass grafting (CABG), since coronary artery disease (cad) was also progressing. Per medical opinion, the perceived cause of valve stenosis was unknown, but there was calcification observed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Added g.2 source missing from initial MDR. Corrected h.6 health effect - clinical code, device code, type of investigation, investigation findings, and investigation conclusions based on investigation conclusion. The valve was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The returned valve was visually inspected and cardiac/host tissue was present around the valve. The valve frame was compressed and distorted, which likely occurred during explant. Calcium deposits were noted on the leaflets and leaflets appear stiffened/ thickened. X-ray imaging was taken of the valve which showed calcification present on leaflets. Due to the nature of the complaint and returned condition of valve, there were no applicable functional or dimensional testing to be performed. The evaluation was done through visual testing. The valve calcification was confirmed from returned device evaluation. Review of DHR did not indicate any manufacturing non-conformances that would contribute to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported valve calcification complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, it was reported that the patient had diabetes mellitus, which is a well-known risk factor for bioprosthetic valve calcification. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event.